Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified mid left anterior descending artery. After several balloon predilatations, a 2.75 x 12 synergy drug-eluting stent was advanced for treatment. However, the device was caught in the lesion and was unable to cross. The device was removed and it was noted that the stent mount part had shrunk. Predilatation was again performed and the procedure was completed with another of the same device. No patient complications were reported.